Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The probable cause of the issue is fluid ingression. The cassette detection pins, battery compartment, main board, display glass, and downstream occlusion seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the cassette sensor. There was no reported patient involvement.